Event description:
The customer received blood glucose readings of 66 and 195mg/dl on the contour meter, re-tested on three other meters and the readings were 80, 195 and 95mg/dl. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant no adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer